Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. However, follow-up information was provided by the user facility which revealed that the mixer motor was replaced to resolve the issue. The unit was returned to service with no further issue reported. No parts were returned for evaluation by the manufacturer. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material and process controls were within specification.

Manufacturer narrative:
The parts were not returned to the MFR for physical eval and the plant investigation is on-going. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility reported a granuflo mixer emitted smoke during power up. There was no pt involvement or adverse impact to treatment due to the reported malfunction. The reported event occurred during the dissolution stage, right after start up. Smoke was seen emitting from the mixer motor immediately upon engagement of the motor. Immediately thereafter, the machine powered off. The user facility reported no event of visible sparks or flame. The facility's biomedical tech replaced the problematic motor and has resolved the issue. The mixer is now back in service with no further issues reported.